Event description:
A customer reported that the footswitch failed before surgery. The staff wiggled the cable and the footswitch worked. The scheduled procedures were completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).